Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured no external power alarms on 29jan2025, 12feb2025, and 04mar2025 while the mobile power unit (mpu) was in use. These alarms appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased, and the alarms resolved when power was restored to the system. The pump operated as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event and the mpu were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect and no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for implantable cardioverter defibrillator (ICD) issues but stated when he was connected to wall power at home, they got a "no external power" alarm. This only happened when they were on the wall. Log files were sent for review, and the log file captured backup battery (ebb) faults, low voltage hazard events, and no external power events within the past couple weeks. There were several voltage hazards and no external power events when connected to the mobile power unit (mpu). The customer decided to replace the mpu since it was from 2018.